Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported that the adc device "failed" after being application and the customer was unable to check blood glucose reading and did not have test strips to monitor glucose. There was no report of adverse event or third-party intervention required due to the reported issue. Adc customer service attempted to contact the reporter (3) three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.